Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented for a routine device exchange. Prior to procedure, device interrogation revealed that the atrial lead was oversensing noise that was causing inappropriate mode switch. The noise was reproducible with upper body movement. No intervention was performed. The physician elected to monitor the lead. The patient was asymptomatic throughout the event.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.